Event description:
It was reported that a pt developed blisters on the body and in the mouth after a fissure sealant procedure was performed using xeno iii adhesive and tetric flow (manufactured by ivoclar vivadent). The pt was administered over-the-counter antihistamine.. Piriton (chlorpheniramine maleate) to treat the symptoms, which reportedly improved after use.